Event description:
As reported, during the end of an unspecified procedure, the bard/davol hydro-surg laparoscopic irrigator leaked dark green/brown color fluid through the bottom of the battery chamber onto the floor. The procedure was completed using the same device and there was no reported patient injury.

Manufacturer narrative:
As reported, at the end of a case using the bard/davol hydrosurg irrigator, a fluid leak was noted. The subject product was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related.